Event description:
During an elective replacement procedure, it was not possible to remove the right atrial (ra) lead from the header of the device. The device was explanted and replaced to resolve the event. The patient was stable.